Event description:
Caller reported a cartridge alarm had occurred. There was no adverse impact to the customer's blood glucose level. Customer received assistance in correctly loading a new cartridge and was able to continue using the same cartridge after cleaning the necessary area.